Event description:
It was reported that on 08/19/2013, the patient underwent a stenting procedure with placement of a 3.0 x 28 mm xience xpedition stent in the mid left anterior descending artery and a 2.25 x 23 mm xience prime stent in the posterior descending artery. During the procedure, the 3.0 x 28 mm xience xpedition was implanted successfully; however, an intravascular ultrasound (ivus) catheter and a 2.25 x 15 mm nc trek dilatation catheter were not able to cross the newly implanted stent. A second 2.25 x 15 mm nc trek was then advanced and inflated to 20 atmospheres (atm) for 15 seconds and removed. A non-abbott dilatation catheter was then used and ivus was performed. A 2.25 x 15 mm nc trek was then advanced and inflated to 10 atm for 20 seconds and removed. Ivus was performed. A 3.0 x 15 mm nc trek was then advanced and inflated to 18 atm for 20 seconds and removed. Ivus was performed. A 3.0 x 15 mm nc trek was then advanced and inflated to 18 atm for 30 seconds. Ivus was then performed again. No damage was noted to the xience xpedition stent, the first nc trek or the first ivus catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dil cath: nc trek 2.25x15 mm; other: intravascular ultrasound; other: aspirin, clopidogrel. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.